Event description:
The customer stated that he tested his blood glucose using his contour meter and received a reading of 125 mg/dl. A few minutes later, his doctor used a lab test and received a glucose reading of 65 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer performed control tests while troubleshooting and received a result of 171 mg/dl. The normal control range was 93-128 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips will be sent to the customer.